Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5084583) on 13-mar-2019. The most recent information was received on 20-nov-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('multiple painful periods (I was regular prior to essure') and arthralgia ('horrible joint pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation (novasure) and essure done at same time". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria hospitalization and disability), polymenorrhoea ("multiple and painful periods each month"), dyspareunia ("pain during intercourse"), feeling abnormal ("brain fog") and memory impairment ("forgetfulness"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, arthralgia, polymenorrhoea, dyspareunia, feeling abnormal and memory impairment outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, memory impairment and polymenorrhoea to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, reuired intervention and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: all data transferred from duplicate case number us-bayer-2019-209011 : source document, e2b number, local event number, reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), dysmenorrhoea ('multiple painful periods (I was regular prior to essure') and arthralgia ('horrible joint pain') in an adult female patient who had essure (batch no. 869781- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation (novasure) and essure done at same time". The patient's medical history included vaginal delivery and uterine fibroid. Concurrent conditions included restless leg syndrome, uterine bleeding and nabothian cyst. Concomitant products included alprazolam and ketorolac. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), memory impairment ("forgetfulness/neurological conditions or problems type: memory loss,"), alopecia ("hair loss"), pelvic pain ("pelvic pain female") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria hospitalization and disability), polymenorrhoea ("multiple and painful periods each month") and adnexa uteri pain ("fallopian tube tube pain"). The patient was treated with surgery (hysterectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dysmenorrhoea, polymenorrhoea, feeling abnormal, vaginal haemorrhage, alopecia, fatigue and adnexa uteri pain outcome was unknown, the arthralgia, dyspareunia and memory impairment was resolving and the pelvic pain had resolved. The reporter considered adnexa uteri pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, pelvic pain, polymenorrhoea, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, reuired intervention and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Discrepancy noteddate(s) of insertion: (B)(6) 2011, : (B)(6) 2012 date(s) of insertion: (B)(6)2011 and (B)(6)2012 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - (B)(6) 2012: results: total bilateral occlusion. They deployed correctly. Most recent follow-up information incorporated above includes: on (B)(6)2020: update of information (batch is not valid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5084583) on 13-mar-2019. The most recent information was received on 12-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), dysmenorrhoea ('multiple painful periods') and arthralgia ('horrible joint pain') in a 43-year-old female patient who had essure (batch no. 869781-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation (novasure) and essure done at same time". The patient's medical history included vaginal delivery and uterine fibroid. Regular periods prior to essure. Concurrent conditions included restless leg syndrome, uterine bleeding and nabothian cyst. Concomitant products included alprazolam and ketorolac. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"), polymenorrhagia ("abnormal bleeding (menorrhagia)/ multiple periods each month") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female"), alopecia ("hair loss"), fatigue ("fatigue"), feeling abnormal ("brain fog") and memory impairment ("memory loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria hospitalization and disability), adnexa uteri pain ("fallopian tube pain") and ovarian cyst ruptured ("ovarian cyst burst"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dysmenorrhoea, polymenorrhagia, vaginal haemorrhage, adnexa uteri pain, alopecia, fatigue, feeling abnormal and ovarian cyst ruptured outcome was unknown, the arthralgia, dyspareunia and memory impairment was resolving and the pelvic pain had resolved. The reporter considered adnexa uteri pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, ovarian cyst ruptured, pelvic pain, polymenorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Discrepancy noted date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion, they deployed correctly. X-ray - on (B)(6) 2012: bilateral linear densities consistent with essure fallopian tube devices. Lot number reported (869781) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: social media received. Reporter information added. Event: ovarian cyst burst added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5084583) on 13-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("multiple painful periods (I was regular prior to essure") and arthralgia ("horrible joint pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation (novasure) and essure done at same time". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria hospitalization and disability), polymenorrhoea ("multiple and painful periods each month"), dyspareunia ("pain during intercourse"), feeling abnormal ("brain fog") and memory impairment ("forgetfulness"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, arthralgia, polymenorrhoea, dyspareunia, feeling abnormal and memory impairment outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, memory impairment and polymenorrhoea to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, reuired intervention and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5084583) on 13-mar-2019. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("multiple painful periods (I was regular prior to essure") and arthralgia ("horrible joint pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation (novasure) and essure done at same time". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria hospitalization and disability), polymenorrhoea ("multiple and painful periods each month"), dyspareunia ("pain during intercourse"), feeling abnormal ("brain fog") and memory impairment ("forgetfulness"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, arthralgia, polymenorrhoea, dyspareunia, feeling abnormal and memory impairment outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, memory impairment and polymenorrhoea to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5084583) on 13-mar-2019. The most recent information was received on 05-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), dysmenorrhoea ('multiple painful periods (I was regular prior to essure') and arthralgia ('horrible joint pain') in an adult female patient who had essure (batch no. 869781) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation (novasure) and essure done at same time". The patient's medical history included vaginal delivery and uterine fibroid. Concurrent conditions included restless leg syndrome, uterine bleeding and nabothian cyst. Concomitant products included alprazolam and ketorolac. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), memory impairment ("forgetfulness/neurological conditions or problems type: memory loss,"), alopecia ("hair loss"), pelvic pain ("pelvic pain female") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria hospitalization and disability), polymenorrhoea ("multiple and painful periods each month") and adnexa uteri pain ("fallopian tube tube pain"). The patient was treated with surgery (hysterectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dysmenorrhoea, polymenorrhoea, feeling abnormal, vaginal haemorrhage, alopecia, fatigue and adnexa uteri pain outcome was unknown, the arthralgia, dyspareunia and memory impairment was resolving and the pelvic pain had resolved. The reporter considered adnexa uteri pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, pelvic pain, polymenorrhoea, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, reuired intervention and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Discrepancy noteddate(s) of insertion: (B)(6) 2011, (B)(6) 2012. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2012: results: total bilateral occlusion. They deployed correctly. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs+mr received. Lot number added. Event: uterine perforation, abnormal bleeding (vaginal, menorrhagia), hair loss, pelvic pain were added. New reporters , plaintiffs information added. Concomitant conditions and drugs added. Historical conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), dysmenorrhoea ('multiple painful periods') and arthralgia ('horrible joint pain') in an adult female patient who had essure (batch no. 869781- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation (novasure) and essure done at same time". The patient's medical history included vaginal delivery and uterine fibroid. Regular periods prior to essure. Concurrent conditions included restless leg syndrome, uterine bleeding and nabothian cyst. Concomitant products included alprazolam and ketorolac. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"), polymenorrhagia ("abnormal bleeding (menorrhagia)/ multiple periods each month") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female"), alopecia ("hair loss"), fatigue ("fatigue"), feeling abnormal ("brain fog") and memory impairment ("memory loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria hospitalization and disability) and adnexa uteri pain ("fallopian tube pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dysmenorrhoea, vaginal haemorrhage, adnexa uteri pain, alopecia, fatigue and feeling abnormal outcome was unknown, the arthralgia, dyspareunia and memory impairment was resolving and the pelvic pain had resolved. The reporter considered adnexa uteri pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, pelvic pain, polymenorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, reuired intervention and event date 05-jan-2012 were reported, but not specified and/or assigned to one of the events. Discrepancy noteddate(s) of insertion: (B)(6) 2011, : (B)(6) 2012. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in april 2012: total bilateral occlusion, they deployed correctly. Lot number reported (869781) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.